Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the inflatable penile prosthesis (ipp) pump was high in the scrotum and the patient needed longer tubing to placed it lower to be able to manipulate the device. A revision surgery in which the pump was removed and replaced was performed with no further complications.